Manufacturer narrative:
Pump received with no up or down arrow button response due to unlocked lcd keypad connector. Unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test due to no button response. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, case cracked at the reservoir tube window corner, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump is stuck in the preparing the prime loop. The customer's blood glucose reading was 160 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.